Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or deviations that would contribute to an inflammatory reaction on the lhr or sterilization record. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the left eye lens was implanted and patient developed tass (toxic anterior segment syndrome). Patient received ophthalmic medications moxifloxacin and prednisolone for this issue. Additional information has been requested but has not been received.